Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. A review of the DHR found that the lot met all release criteria. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: can not duplicate with retain testing. Source: email.

Event description:
Customer reporting false positive sars result. Customer states the patient's initial qv result was a faint positive on 11/03, negative by pcr and negative with follow up qv test on 11/08. Patient did not have covid symptoms.